Event description:
It was reported that the rv lead was explanted due to high svc coil impedance observed at a normal follow-up appointment. No patient complications were reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies were found; full lead was returned for analysis.